Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was missing and had a worn downstream occlusion (dso) seal. There was evidence of the reported error in the event history log. The reported problem was not duplicated during functional test; the device passed within specification and the sensors were functioning as intended. No fault was found with the device. Due to the alarms found in the ehl, it was recommended replacing the downstream sensor as a preventative measure. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 18-feb-2022 for bubbled dso seal. Although an incorrect repair of the dso seal may cause dso sensor issues, this evaluation did not identify any issues with the previous repair. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cassette was not attached properly during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.